Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when the lead was removed from the packaging, a gap was noted in the coil of the right ventricular (rv) lead. The lead was implanted and the gap was noted on x-rays. Testing was performed and the lead was indicated to work fine. The lead and remains in use. No patient complications have been reported as a result of this event.